Event description:
The facility reports during a patient transfer from chair to bed, the lift became unstable (sideway) as the result of an impact between one of the legs of the lift and one of the legs of the bed, and the patient fell on the bed. Two caregivers were assisting the patient during this transfer and one of them got partially squeezed between the patient and the bed. The patient and the other caregiver were not injured. (B) (4).

Manufacturer narrative:
A bhm representative went to the facility to have more information on the condition of the device and the circumstances of the event. The general conditions of the lift demonstrated a lack of general maintenance (bent right leg has been partially, exterior wiring repaired with electric tape). The event was simulated in front of the personnel in authority of the facility and the personnel agreed that the device did not seem to be at fault in the incident. Recommend to the customer to retrain the personnel that operate this type of product and record this retraining. Inform the customer in writing of the conclusions of the investigation. Recommend to the customer to have this product inspected and repaired (if needed) by a qualified technician and that these actions be recorded.